Event description:
A surgeon reported a pt noticing a yellow tinge in her vision following intraocular lens (iol) implant surgery. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the rptr did not provide a lot number or any identification traceable to the mfg documentation. Additional info has been requested. (B) (4). (B) (4). (B) (4).